Manufacturer narrative:
A request for wear analysis on an unknown insert component was requested through this event. Wear was not quantified, however damage and scratching was identified on the surfaces of the insert. Method & results: product evaluation and results: explantation and in vivo damages, scratching and yellow discoloration were observed on the distal surfaces of the acetabular insert. Adhered material was observed on the articulating surface. The adhered material is consistent with astm f 1813. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional inspection (including volumetric wear analysis) could not be performed due to the condition of the returned part. The part was returned damage and this loss of material through scratching and damage would result in inaccurate measurements of mass, hence, deeming the results invalid. Clinician review: clinician review: the provided medical records were received by a clinician and subsequently rejected for completion of a medical review. The clinician indicated undated x-ray shows subsidence of the stem need operative reports, clinical and past medical history and serial x-rays. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided medical records were received by a clinician and subsequently rejected for completion of a medical review. The clinician indicated undated x-ray shows subsidence of the stem need operative reports, clinical and past medical history and serial x-rays. The mar has concluded, damages around the rim were observed that likely occurred during in-vivo service. However, it was not possible to determine if these damages were due to the displacement from the wear that occurred from the broken taper lock between head and trunnion. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, clinical and past medical history and serial x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Devices were received with a mostly blank per form and x-rays of a patient's right hip. An accolade stem, lfit v40 40 -4 head, and poly liner were received. The per form has the following information: date of implant (B)(6) 2010, date of explant (B)(6) 2019, revision of primary, surgical approach traditional/ standard, patient's post implant activity level moderate, complicating conditions "ckd, (B)(6), hyperlipidemia". Update 13 june 2019: information received from sales rep: the surgeon is only looking for a volumetric wear analysis on the poly. He does not have a product complaint.